Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump powers on with functional vibratory and auditory features. A rewind, load, and prime sequence was performed with no issues. A normal 10unit bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no alarms associated with the complaint observed in the black box or the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump was not delivering insulin resulting in the patient experiencing a blood glucose levels between 400mg/dl - 580mg/dl range with moderate to severe ketones and stomach pain. The reporter reviewed the pump with customer support. The reporter stated that the infusion site was checked and there were no noted issues; the reporter confirmed that the site was changed every 2-3 days. The reporter stated that the bolus history indicated no bolus recorded in the history since yesterday. The reporter stated that all boluses were delivered from the pump. The reporter disconnected the patient from the pump and delivered three boluses but no insulin was seen leaving the tubing. The bolus history was reviewed and the reporter indicated that the boluses did not show up in the pump history. The reporter confirmed that there were no alarms or cancellation. The reporter also stated that the pump did not sound as though it was delivering but the pump vibrated as it did normally. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged pump delivery issue.